Manufacturer narrative:
We have not received the complaint device for investigation. The product was discarded at the site. Hence, we could not conclusively determine the root cause of the incident. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported after inserting the shunt blue balloon in the common artery, it appears not to hold the position due a breakage immediately close to the balloon (there was a leakage). Another device was used to complete the operation. No injury was reported to the patient.